Event description:
It was reported; during a surgery, the screwdriver broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the broken surface is homogenous which indicates material conformity as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We have to assume that this instrument got broken because of several mechanical overloads during often and intense use since 2008. Further, the present impactor was analyzed for conformance to print specifications, as well as the device history records (DHR) were researched. No abnormal findings were identified.